Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that within five days post implant, the right ventricular lead was undersensing and the right atrial lead was dislodged and unable to capture at maximum output. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.